Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014 device evaluation: the device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: battery compartment is cracked on the threads. Pump powers up normally but does not display ¿verify¿ screen, display is blank, pump was open and a cracked display screen was found, unable to complete all test steps due to cracked display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.